Manufacturer narrative:
Additional narrative: patient ID/initials are unknown. (B)(4). Due to intra-operative issues, the device was not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient underwent a distal radius fracture surgery on (B)(6) 2016. The surgeon used a small-sized variable angle locking compression plate (va-lcp) with three holes. The surgeon was inserting locking screws in the second column on the distal radius side. While he was in the last stage of this insertion work, the screw would not lock. Because the screw was just idling, the surgeon started drilling again but he was still not able to lock the screw, so he stopped further drilling. The plate remains in the patients radius, but the screw was removed. The surgery was extended for fifteen minutes. Concomitant device: va-lcp plate (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 05 aug 2016 expiry date: 01.july 2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.210.116 / h031205 was manufactured in us, (B)(4). Manufacturing location: (B)(4). Manufacturing date: 29-jun-2016. Part #: 04.210.116, lot#: h031205 (nonsterile) - 2.4mm ti va locking screw. Quantity 240. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: the visual inspection has shown that the screw in question presents signs of damage on the shaft and head threads. The anodized colour is stripped on the head thread and on a few locations along the shaft. The review of the production histories revealed that this va locking screw was manufactured in august 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. No definitive root cause was able to be determined; however this complaint condition is most likely a result of the screw not being positioned appropriately so that the thread on the screw got damaged during the insertion. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.